Event description:
The daughter of a (B)(6) female pt called zoll customer support to report that wires were exposed on the pt's belt. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (exposed wires) was confirmed. Upon investigation the distribution node (dn) to ECG "c and d" cable was pulled from the strain relief. Additionally, the +5v wire in the dn to front therapy electrode (te) cable was broken. The root cause for the damaged cables and broken wires could not be positively identified, but was likely excessive force. No adverse event resulted from the defective cables and broken wire. The pt rec'd a replacement electrode belt.